Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of hypotension and pericardial effusion are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the pericardial effusion. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) and tricuspid regurgitation (tr). One clip was implanted on the mitral valve, reducing mr from 4 to 1. Next, a clip delivery system (cds) was advanced to the tricuspid valve. A pericardial effusion was then noted on both sides of the heart, in the pericardium. The patients blood pressure became low and medication was given for treatment. No further treatment to the tricuspid valve was attempted. The patient is stable and remains hospitalized. It is unknown if the cds caused or contributed to the pericardial effusion. No additional information was provided.